Event description:
End user states legs are bowing outward. (B)(4). End user called back in to report he ran a little test, and found out that the adjusters on the bottom of the legs, are going up into the leg assembly. On livingroom wooden floor the feet adjusters are adjusting on their own with weight. States the pads on the bottom of the feet are not gripping the floor. States that locking the tabs do not lock the feet into position.